Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer was using u-500 insulin with the pump. Tandem customer technical support informed customer that u-500 insulin is off-label per the user guide. Additionally, the customer had been using the same cartridge and infusion set for over 3 days. The customer was educated on the proper load techniques. Customer changed cartridge and infusion set to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.